Event description:
Same case as 2134265-2010-02403, 2134265-2010-02402, 2134265-2010-02960. It was reported that during a ureteral stenting treatment procedure there were difficulties positioning the stent. The physician attempted placing the f/g flexima us/8/24 stent but the ampltz guidewire could not be removed. The stent and guidewire were removed together. The physician repeated the attempt using another flexima stent and amplatz guidewire but again the guidewire stuck. The devices were removed together and the procedure was completed with another device. The patient status is listed as stable with no complications reported.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer. Device evaluated by manufacturer: after performing product analysis the device presents kinks at approximately 73 cm from proximal end, 5 cm and 37 cm from distal end respectively. There are also scratches visible to the coating near the kinks. From the damage to the stent it appears that during use the stent kinked, most likely collapsing on the flexible cannula inside the stent. The collapsed flexible cannula most likely collapsed down onto the guidewire not allowing the guidewire to be removed easily. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as 2134265-2010-02403, 2134265-2010-02402, 2134265-2010-02960. It was reported that during a ureteral stenting treatment procedure there were difficulties positioning the stent. The physician attempted placing the f/g flexima us/8/24 stent but the ampltz guidewire could not be removed. The stent and guidewire were removed together. The physician repeated the attempt using another flexima stent and amplatz guidewire but again the guidewire stuck. The devices were removed together and the procedure was completed with another device. The patient status is listed as stable with no complications reported.